Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pyxis¿ medbank tower mini was not stocked with glucagon at the time of need. Subsequent investigation revealed that a drawer malfunction had prevented the medication from being restocked as intended. As a result of the unavailability of glucagon, the patient required emergency transfer to a hospital for treatment. The patient has since made a full recovery.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) spoke with the customer and discovered that the pharmacy technician had not restocked the item due to a malfunction in the medbank drawer. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that a bd pyxis¿ medbank tower mini was not stocked with glucagon at the time of need. Subsequent investigation revealed that a drawer malfunction had prevented the medication from being restocked as intended. As a result of the unavailability of glucagon, the patient required emergency transfer to a hospital for treatment. The patient has since made a full recovery.